Manufacturer narrative:
E1: phone number (B)(6). As reported, a 26mm aaa bifurcate was positioned and on the left side prolonged with an 24mmx14cm iliac limb, which was then then extended with an 20mm x 10cm iliac limb. Due to the fact that the distal landing zone was leaking, the interna was coiled and then the iliac limb was prolonged with a 13mm x 12cm iliac limb. Unfortunately, the 13mm x 12cm iliac limb was leaking. It was then covered with an 13mm x 10cm iliac limb to resolve the leak. Afterwards two additional non-cordis stents were positioned. The patient was released/discharged after the procedure. There were no anomalies noted to the device prior to use. The device was stored and handled per the IFU. The devices were not returned for analysis as they are implanted in the patient; however, one fluoroscopic image was provided. The leak appears to have been resolved in the image provided and the limbs are visible in the image. The reported ¿bifurcated aortic prosthesis endoleak early type 1b <30 days¿, was not confirmed as the fluoroscopic image provided suggests the leak resolved; therefore, the exact cause cannot be determined. Additionally, the devices are implanted in the patient and cannot be examined for any abnormalities. Factors that may have influenced the event include patient, procedural, pharmacological and lesion characteristics. However, there is not enough information to draw a clinical conclusion between the device and the event reported. According to the safety information in the instructions for use ¿the incraft® stent-graft system is intended for the endovascular treatment of patients with infrarenal abdominal aortic aneurysms with the following characteristics: femoral access vessels should be adequate to fit the selected delivery system; proximal neck length = 10mm; aortic neck diameters = 17mm and = 31mm; aortic neck suitable for suprarenal fixation; infrarenal and suprarenal neck angulation = 60°; iliac fixation length = 15mm; iliac diameters = 7mm and = 22mm; minimum overall aaa treatment length (proximal landing location to distal landing location) = 128mm; morphology suitable for aneurysm repair potential adverse events and potential device risks include, but are not limited to: expected clinical adverse events; arterial or venous thrombosis, endoleak, surgical conversion to open surgery. Expected potential risks associated with the stent graft system: component migration, graft puncture, incomplete component deployment, insertion and removal difficulties, perigraft flow. When advancing the guidewires, catheters, and the incraft® aaa stent-graft system into the abdominal aorta, do not disturb the thrombus mass within the aneurysm. Doing so may dislodge emboli, which can cause distal embolization. If distal embolization should occur, use conventional treatment methods. Caution: be careful not to displace the prostheses upon introducing and retracting the balloon catheter. Note: care should be taken when inflating the balloon, especially with calcified, tortuous, stenotic, or otherwise diseased vessels. Ensure to not inflate the balloon outside or the graft material. Inflate balloon slowly. It is recommended that a backup balloon be available. Warnings: over inflation of balloon can cause graft tears and/or vessel dissection or rupture. Cautions: leaks at the attachment or connection sites should be treated using a balloon catheter to remodel the prosthesis against the vessel wall. Major leaks that cannot be corrected by either re-ballooning may be treated by adding aortic or iliac extension components to the previously placed stent-graft components or any other method per local practice and the clinical situation.¿ based on the information provided, there is no indication the event is related to the device design or manufacturing process. Therefore, no preventative or corrective actions will be taken at this time.

Event description:
As reported, a 26mm aaa bifurcate was positioned and on the left side prolonged with an 24mmx14cm iliac limb, which was then then extended with an 20mm x 10cm iliac limb. Due to the fact that the distal landing zone was leaking, the interna was coiled and then the iliac limb was prolonged with a 13mm x 12cm iliac limb. Unfortunately, the 13mm x 12cm iliac limb was leaking. It was then covered with an 13mm x 10cm iliac limb to resolve the leak. Afterwards two additional non-cordis stents were positioned. The patient was released/discharged after the procedure. There were no anomalies noted to the device prior to use. The device was stored and handled per the IFU. The devices will not be returned for evaluation. The image provided shows that the leak appeared to have been resolved.